Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the lead broke during removal leaving portion still in sacrum. They pulled from lead insertion site, pulling in cephalad direction.  They attempted to retrieve fragment, but was unsuccessful.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va020sv, implanted: (B)(6) 2012, explanted: (B)(6) 2022, product type: lead. Other relevant device(s) are: product ID: 3093-28, serial/lot #:(B)(4), ubd: 10-aug-2016, UDI#: (B)(6). If information is provided in the future, a supplemental report will be issued.